Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral sleeve was unable to morse taper lock on to the adaptor of the srom hinge femur when assembling the definitive implants.

Manufacturer narrative:
Evaluation and testing of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.